Event description:
Customer reported a malfunction on pump, identified as malf 4, with a fault ID of 0x2072. There was no adverse impact to the customer's blood glucose level. Technical support (cts) decided to replace the pump, as it was still under warranty. Customer was instructed to use multiple daily injections (mdi) as a backup therapy. Cts confirmed details like the shipping address and guided the customer on returning the faulty pump using a pre-paid label. They also instructed the customer to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump.